Event description:
We received a safety report from our **** about a 20g catheter that was cracked (found after the team started the IV and ran fluids). (B)(6) 2025. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The angiocath was cracked and leaking blood/fluid. Another IV needed to be started on the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Sample was received on 10/27 with packaging displaying material#: 382533 and lot#:5174517.

Manufacturer narrative:
Sample was received on 10/27 with packaging displaying material#: 382533 and lot#:5174517.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your reported issue of a cracked catheter adapter was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard IV catheter was returned for investigation. The sample was received with evidence of use. A functional test revealed a leak from the pink catheter adapter and a microscopic examination revealed a longitudinal crack in the adapter. Although the sample exhibited evidence of use, the actuator had not been advanced through the blood control valve, which indicates that a mating component, such as a syringe, was not attached to the pink adapter. The damage likely occurred during manufacturing and the appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch.